Manufacturer narrative:
Unit power up properly after battery installation and passed self test and displacement test. No partial display or missing segments anomalies were noted. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. The display is still partial after battery changes. The insulin pump was not bumped or dropped. The insulin pump will return.